Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from inspire study site that the patient had moderate adverse event of retroperitoneal hematoma that was discovered on abdominal computed tomography (CT) scan. The adverse event was found on (B)(6) 2019 and was treated with infusion of iron and the adverse event resolved on (B)(6) 2019. The study site classified the adverse event as causal relationship to site procedure and not related to the study device, study disease, or underlying condition. There were no new or worsening of neurological deficits. Additional information received regarding a previously reported event. After a patient was underwent a procedure for flow diversion to treat a aneurysm of the left internal carotid artery c6 segment sidewall with pipeline device implantation. The aneurysm measured 4.5mm x 8mm with neck diameter of 4.5mm. It was noted that the patient experienced retroperitoneal hematoma was life threatening and resulted in prolonged hospitalization. The patient was treated with an iron infusion. Additional information received reported the hematoma was determined to have a causal relationship to the procedure and possible to dual antiplatelet treatment (dapt). Additional information received reported abdominal CT-2 on (B)(6) 2019 showed partial reabsorption of retroperitoneal hematoma.